Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty on (B)(6) 2008 and that a revision procedure occurred on (B)(6) 2012 due to patient allegations of pain, dysfunction, metallosis and loss of range of motion. Additional information provided in operative notes confirmed that all components were removed and replaced with cement spacers during the revision procedure on (B)(6) 2012 due to infection. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2008. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "early or late postoperative, infection, and allergic reaction." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-02227 and 1825034-2013-01865/01867). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty on (B)(6) 2008 and that a revision procedure occurred on (B)(6) 2012 due to patient allegations of pain, dysfunction, metallosis and loss of range of motion. Additional information provided in operative notes confirmed that all components were removed and replaced with cement spacers during the revision procedure on (B)(6) 2012 due to infection. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient medical records indicates patient underwent a two stage revision procedure with the removal of the components occurring on (B)(6) 2012 and re-implantation occurring on (B)(6) 2012. Operative notes from (B)(6) 2012 report a widened hypertrophic scar, erosion of the fascia through the greater trochanter, yellowish fluid, fibrinous tissue, and synovialized capsule. There was no evidence of metallosis observed and the cup was reported to be slightly lateral in the acetabulum.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The following could not be completed with the limited information provided. Date of event - n/a. Date explanted - n/a. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.